Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report a hypoglycemic event and cgm inaccuracy on (B)(6) 2014. The patient reported that she had a low blood sugar while at her son's tai kwon do class and reported that at the time of the incident the cgm read 160 mg/dl and blood glucose meter was reading 30 mg/dl. The patient indicated that she did not lose consciousness but reported that the paramedics were called on (B)(6) 2014. However, the patient further reported that the paramedics did not treat her as she had already self-treated with glucose tablets and was fine by the time the paramedics arrived. At the time of the call to dexcom technical support the patient stated that it she is fine but has anxiety.